Event description:
During baxter's functionality testing, a spectrum pump had constant air in line alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant air in line alarms were confirmed through baxter's functionality testing, however, were unable to be reproduced through further testing. The unit was found to be within specification in relation to the symptom of constant air in line alarms.